Event description:
It was reported from the nurse that after the patient's IV potassium infusion was completed that the tubing set was leaking, upon inspection, the nurse observed that the tubing set had separated "above the pump door". The IV potassium drip concentration was 20meq/50ml and was programmed for 50ml/hr. Tubing set was bagged after the incident. No adverse patient reaction related to this event.

Manufacturer narrative:
The customer¿s report that the tubing set was leaking and had separated was confirmed due to a separation at the engagement between the tubing to the upper fitment¿s inlet port. Visual inspection under magnification observed that the tubing had an insufficient solvent applied at the engagement during the manufacturing process. A dimensional analysis was performed on the tubing and was found to be within specifications. No functional testing was performed due to a leak that would occur from the separation. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported from the nurse that after the patient's IV potassium infusion was completed that the tubing set was leaking, upon inspection, the nurse observed that the tubing set had separated "above the pump door". Tubing set was bagged after the incident. There was no patient harm.